Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemic event due to a leaking infusion set. The customer reported a blood glucose value of 338 mg/dl, which had been high for more than 4 hours. The event involved product(s) mmt-326a, mmt-399a, mmt-1884. The event was treated using a manual bolus, and no prescription medications other than insulin were reported. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the event. The customer had already replaced the infusion set prior to the call and declined further troubleshooting. There was no discussion of returning the infusion set, and no product replacement or return is required. No further patient complications were reported. Mmt-326a, mmt-399a, mmt-1884 were not expected to return.